Event description:
It was alleged that the time and date was incorrect on the infusion device which caused the basal rate to not be aligned. The time and date was reset to the year of 2013. The reporter alleged that the infusion device had reset the time and date on its own at some point. This issue caused the patient to have two hypoglycemia events by not receiving the correct amount of insulin. For the 1st event, the patient was having low blood glucose symptoms in the form of saying unusual things like the wife's first name and last name. The patient's blood glucose level was not tested at the time of the event. The patient was unable to self-treat and his wife treated him with juice. The paramedics were not called and the patient was not taken to the hospital. The 2nd event occurred on (B)(6) 2017. At around 8:00 a.m., the patient was having hypoglycemia symptoms by saying his wife's first and last name, and had trouble sitting up and drinking. The patient's wife attempted to test on the blood glucose monitor, but the monitor would not register a result. The patient's wife and daughter helped him drink juice and eat a donut to treat the hypoglycemia. The patient was unable to self-treat. Around 8:20 a.m., the patient's blood glucose result was 93 mg/dl. The paramedics were not called and the patient was not taken to the hospital. The infusion device was requested to be returned for product evaluation.